Manufacturer narrative:
The insulin pump was received with no backlight due to faulty panel on the lcd board. The insulin pump had minor scratches on the display window, cracked case at display window corner, and cracked reservoir tube lip.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 439 mg/dl. The customer treated their high blood glucose with a bolus delivery. Customer also reported their backlight was not functional on their insulin pump. Troubleshooting could not get the customer's backlight to work. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.